Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The DHR review is pending completion. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the valve-in-valve procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm aortic pericardial valve was disabled when a second device, a 9600tfx 26mm, was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the disabled valve was fifteen (15) years and four (4) months and the reason for the procedure remains unknown. No additional details provided.